Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, and customer was therefore was unable to receive high/low glucose alarms when glucose levels were changing. The customer experienced a loss of consciousness and was treated with glass of sugar water provided by third-party. There was no report of death or permanent injury associated with this event.